Event description:
During a extensive abdominal surgical case a used dlu gia6038l was loaded into a gia6038s and with some manipulation the stapler was closed onto bowel tissue and the stapler was again fired. Unfortunately, the used dlu didn't have staples in it and the stapler cut through the bowel, emptying the content into the abdomen.